Event description:
According to the foster mom of the patient, he suffered a burn on his leg from the portable oxygen concentrator battery when the device was plugged in. She stated the cord was draped over the couch. So that it could be plugged in behind the couch. She stated that the patient slid down the couch and had his leg against the battery while it was charging. She stated that the patient doesn't sense pain well and did not cry out when her leg was against it. She stated that the patient sustained a burn that had to be treated.